Event description:
It was reported by the customer that they had recently had several infiltrations with blood administrations. One nurse had wondered if it had something to do with pressure limits. The nurse did a demonstration, and ran a capped flush at 2ml. They did not get an occlusion alarm until over 0.5ml and several minutes. There was patient involvement, but the outcome is unknown. Please note that the alaris device is not intended to detect or alarm for infiltrations.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: concomitant med prod data and manufacturer narrative. Root cause: the root cause for the reported issue that device had failure to alarm/ infiltrations was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that they had recently had several infiltrations with blood administrations. One nurse had wondered if it had something to do with pressure limits. The nurse did a demonstration, and ran a capped flush at 2ml. They did not get an occlusion alarm until over 0.5ml and several minutes. There was patient involvement, but the outcome is unknown. Please note that the alaris device is not intended to detect or alarm for infiltrations.